Event description:
"During heart cath - piece of perclose device broke off requiring surgical intervention to retrieve broken piece." Upon query by perclose personnel, additional info was received from the customer. The physician attempted closure of the arteriotomy with the closer tsl 6 fr. Device. A cuff miss occurred. The physician cut the needles free from the suture and closed the foot to remove the device. He was unable to remove the device. He then opened the foot back up and advanced the device forward slightly thinking the foot might be caught in the wall of the artery. He closed the foot and attempted to remove the device; however, resistance was met and only the handle of the device came out leaving the distal portion of the device in the pt's artery. A cut down was performed in order to remove the remaining portion of the device, but was unsuccessful. The pt was taken to surgery to removal of the device. The pt has recovered without further incident.